Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the insulin pump alarmed no delivery. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer declined to have a replacement insulin pump sent to her. Nothing further was reported.